Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint. The returned attachment was tested by production personnel and did not meet production specifications for noise, leak, cut and current draw requirements. Failure of the current draw can lead to the overheating of the attachment. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 33.8 c and 36.0 c under load testing with coolant spray on. These temperatures did not exceed specification.

Event description:
In this event a doctor reported that a midwest e 1:5 handpiece overheated. There was no injury or intervention.